Event description:
A port-a-cath was implanted about 1 year ago. It was discovered that the port-a-cath was dislodged in the heart. The patient required surgical intervention. There are three patient events that I was advised of by one physician. This physician did not insert all three catheters, but was involved in the cases and had knowledge of all three events.